Event description:
The customer reported an alarm 2 followed by alarm 26, indicating an occlusion issue that caused their blood glucose level to exceed 500 mg/dl, although the specific value was unknown and displayed as "high." To address the high blood glucose level, the customer administered a correction injection via multiple daily injections (mdi) and changed the infusion set and cartridge four times but could not resume therapy. There was no need for assistance from third parties, and the customer was not experiencing frequent occlusion issues. The case was closed by technical support, and additional troubleshooting was performed regarding pump operation without any allegations against the pump or supplies.